Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "reporter received letter in 2025 from walmart pharmacy listing recalled freestyle libre lot numbers. Reporter was guided to call the FDA, since her current device matches a lot number provided. This device is consistently giving low readings. Her readings are sometimes around 55-70 points. She reports feeling lightheaded, dizzy, weak, and having blurry vision during these readings. Reporter has had one other device in the past, that also gave low readings and she felt the same symptoms. This previous device is from the same lot as the current one. The previous device was replaced to the current one in 2025 due to her having to get imaging done for an unrelated event. Reporter will contact abbott." Adc customer service successfully contacted the reporter, however, further information pertinent to the case was not provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received and a valid serial number has not been provided. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This report covers 2 of 2 MDR's to be submitted all pertinent information available to abbott diabetes care has been submitted.